Event description:
It was reported that the patient presented in the emergency room after receiving a shock. Upon device interrogation it was discovered that implantable cardioverter defibrillator was in backup mode. The device was explanted and replaced. The patient was in stable condition post-procedure.